Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) shock impedance measurements. The shock impedance has been in the upper 120-low 130-ohm range with an occasional excursion to 150 ohms. There were concerns of why the device did not generate an alert. Boston scientific technical services (ts) reviewed the data in nxt and found that the device triggered an alert previously so no new alerts would be triggered since the patient did not attend to clinic at that time for a reset. This patient will attend to clinic to reset the alert. Additionally, ts suggested reprogramming options. This ICD remains in service. No adverse patient effects were reported.